Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following an infusion set change in which the lure connector was reused, with a highest reported blood glucose of 400 mg/dl and values remaining above target for about 13 hours until the user replaced the cartridge, lure connector, and infusion set, after which glucose trended downward. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included user interview and troubleshooting with education. Investigation of this case revealed that the device functioned as intended after replacement of disposable components, and a component connection issue with the previously reused lure connector was suspected but not confirmed because the part was discarded. It was concluded that hyperglycemia occurred with cause unclear and that the ilet operated as intended after the disposables were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.